Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient was on support for 22 hours and the device was explanted due to limb ischemia. A new impella cp was placed on the opposite side, the patient outcome was noted to be stable.

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. E.1 revised phone number and fax number as they were inadvertently omitted from the initial manufacturer device report number 1220648-2025-26329. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26329 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 compont code 925 was reported incorrectly on initial manufacturer deivce report number 1220648-2025-26329 and a new code was added.